Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 10. The indication for use was malignant pain. The patient reported that it was taking a long time to connect to the pump. The handset was lagging or freezing at 91%. The agent reviewed data and assisted the patient in deleting the data. The patient stated the pa (physician assistant) at the clinic helped them in deleting the data or the cache before. While on the call the patient mentioned they are having difficulty in connecting to the pump. The agent had the patient confirm blue tooth and location are on, had the patient toggle off airplane mode and mobile data and restart handset. The patient was then able to connect to the pump right away.